Manufacturer narrative:
As no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that the catheter came off the needle during IV insertion. It was reported that multiple IV attempts as the jelcos plastic cannula "falls off " the needles and trying to attempt to advance the cannula, the canula bends and does not work properly. Additional information 3/24/2026: was the device being used in/on patient when the issue occurred? In patient. Was patient or user harmed? If yes, please explain no. Was additional medical intervention/medication required? No. Could you please provide a date of event? 17 february 2026. Please confirm the number of products affected. End user could not confirm as the complaint was for all wards and theatre.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.